Event description:
During a mammogram position change the patient was asked to hold on to the patient handle. The patient's hand inadvertently touched the c-arm release switch causing the c-arm to travel, hitting the patient in the upper and middle back.